Manufacturer narrative:
(B)(4). D10. G7 dual mobility liner 44mm f item# 110024464 lot# unknown. Allen medullary cement plugs 1-32 mm diameter flange/16mm diameter core store in cool dry place item# 00801102032 lot# unknown. 3.2mmx30mm rnglc+ acet drl bit item# 31-323230 lot# unknown. G7 osseoti 4 hole shell 54mm f item# 110010245 lot# unknown. Femoral head 12/14 taper 28 mm diameter +3.5 mm neck length 802202803 item# 802202803 lot# unknown. Ms-30â®, distal centralizer, cemented, ã¸ 10/12 item# 0100351012 lot# unknown. G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had an initial hip procedure, and subsequently, approximately 3 months post implantation underwent a revision surgery due to a femur fracture caused by a fall. Diligence has been completed and no additional information is required at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The product involved in the reported event was not returned for investigation; however, pictures were provided and reviewed. Visual examination identified a femoral stem assembled with a head, covered with blood. The stem seems not fractured. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence has been completed and no additional information is required at this time.